Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot # has been provided by the complainant.

Event description:
A puncture of the wall of the blood vessel by the peel-away introducer. To implant the soft-cell dual lumen, the introducer was inserted from the right internal jugular. During the insertion, the peel-away introducer punctured the wall of the vein and reached a main artery (the main artery was damaged).